Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event of heat was not duplicated during the functional evaluation. Upon disassembly, the technician observed a worn rotor assembly. Based on a review of previous similar events, a damaged rotor may cause or contribute to heat. The rotor assembly was replaced and the device passed the final inspection before it was returned.

Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.